Event description:
Customer reported receiving a freestyle blood glucose reading of 114 mg/dl while experiencing a hypoglycemic event. Customer was disoriented and paramedics were called for assistance. A reading of 45 mg/dl was received by the paramedics. Customer was treated with glucose to raise their blood sugar levels. After ingestion of the glucose, customer's blood glucose reading level was 185 mg/dl.